Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted

Event description:
According to the available information, torn tubing above the hub of the pump. The device was replaced.

Manufacturer narrative:
One titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation on the pump inlet tubing. Testing revealed this to be a site of leakage. Microscopic evaluation revealed surfaces of the site of separation to be rough and irregular, indicating sufficient stress had been exerted to separate the site. Microscopic evaluation revealed surface abrasion was noted on the longer pump exhaust tubing, pump inlet tubing and the exhaust tubing of both cylinders, indicating surfaces had come into repetitive contact. Based on examination of the returned product, it was concluded that while in-vivo, the longer pump exhaust tube and pump inlet tube had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation in the pump inlet tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.